Event description:
It was reported that the biventricular ICD system was explanted and was replaced with a new system due to pocket infection. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.